Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system on-site. Grainy images in 2d and concentric circles in 3d were found. The paxscan cp1 computer was replaced and the issue was resolved. The paxscan cp1 computer was returned to the manufacturer for evaluation. Analysis confirmed reported problem "grainy images in 2d and concentric circles in 3d". The cp1 wsa confirmed to have directly caused the reported issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-(B)(4) fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spinal fusion procedure, the imaging system produced poor quality images. It was reported that the images being acquired were grainy. The system had reportedly been on for approximately 4 hours prior to use. This occurred at the end of the procedure and the use of the imaging system was discontinued. The procedure was completed successfully with no reported delay. The patient was not impacted.